Manufacturer narrative:
The initial MDR 2432235-2015-00211 was filed on april 24, 2015. Additional information (05/13/2015): based on continued issues with the system, upon siemens recommendation, the system was extensively decontaminated using bleach and the tubing was replaced. The customer did not obtain any more discordant results. The cause of imprecise enhanced estradiol results on multiple patient samples is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00211 was filed on april 24, 2015. The first supplemental MDR 2432235-2015-00211_s1 was filed on may 26, 2015. Additional information (05/04/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse decontaminated the instrument with hydrogen peroxide. On a subsequent visit, on may 8, 2015, the cse replaced the tubing from the ports to the pumps, and changed the bulk fluid reservoir adapters. The cause of imprecise enhanced estradiol results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. (B)(4).

Event description:
Imprecise enhanced estradiol (ee2) results were obtained on multiple patient samples on an advia centaur xp instrument upon initial and repeat runs. The customer did not report any imprecise patient results to physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise enhanced estradiol results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and ran a total service call. The cse checked all dispenses and washing. The cse checked the dark counts and ran the background checks. The cse also checked the reagent probe and the sample probe alignments. The cse verified quality controls and ran precision testing, which was acceptable. The cause of imprecise enhanced estradiol results on multiple patient samples is unknown.